Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 3.2; lab: 6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2; reference: 6.8; mean: 5.00; confidence limits: 2.8-7.2. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per general description, patient was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide limitations, "this test should not be used for patients on heparin therapy." As of (B) (6) 2010, eight discrepant result complaints were reported for lot #220392 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.